Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient fell off and her cannula pulled out of her stomach on (B)(6) 2026. The patient got admitted in the hospital for 3 days and got treated with intravenous infusion of antibiotics for the treatment of the infection. No further information available.